Event description:
It was reported that there was an unexpected "thread" coming off of the catheter after slitting off of the left ventricular (lv) lead. The implant continued successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed, and there was mechanical peeling/slitting/splitting on the catheter. Visual summary analysis of the catheter indicated damage at implant. The analyst noted that the catheter inner lining became separated from the catheter. (B)(4).